Manufacturer narrative:
(B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The cause of the breach in aseptic technique was not further described. On the same day as onset, the patient began treatment for the peritonitis with ceftazidime and cefazolin (500 mg of each for every liter of dianeal, for a single dose, and later to continue with 125 mg of each for every liter of dianeal, daily, via capd, which was ongoing). It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has not recovered from the peritonitis. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.